Manufacturer narrative:
This report is submitted on july 05, 2021.

Event description:
Per the clinic, the patient experienced skin-flap breakdown at implant site (specific date not reported). The device was explanted on (B)(6) 2021. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Per the clinic, the patient experienced an extrusion of the implant into the external auditory canal. This report is submitted on aug 05, 2021.

Manufacturer narrative:
Device analysis report attached. This report is submitted on august 24, 2021